Event description:
Allergan aesthetics received a report of a patient treated the abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correct aware date of previously submitted medwatch report is 29/march/2023.

Event description:
Allergan aesthetics received a report of a patient treated the abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 3/29/2023. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/4/2023.

Event description:
Allergan aesthetics received a report via social media of a patient treated with coolsculpting using unknown cooladvantage system applicator(s), who presented with paradoxical hyperplasia (ph) after treatment. Due to lack of essential information this case cannot be confirmed for the moment.